Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman laa closure device & delivery system was used. The closure device was successfully implanted; however, the patient suffered a stroke following the procedure when he was still on the table. The patient's activated clotting time was in the appropriate range and their internal normalized ratio was 2-3 during the procedure. The patient was sent to get a magnetic resonance tomography (mrt) scan. A cerebral thrombus was found and was removed by a minimally invasive neuroradiology procedure. The patient is fine now with some limitations.